Event description:
It was reported that a stent that was placed 10 months before was found fractured in the sfa in three positions. A new stent was implanted successfully to treat the fractures. No report of pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. No mfg anomalies or change which may have caused or contributed to the reported event have been identified. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this particular case no sample and no images were provided for eval; therefore, the investigation is inconclusive. Potential factors that could have led or contributed to the event have been evaluated. Based on the info available and as no images were provided a definite root cause for the event reported could not be determined. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently addresses the potential risk by indicating potential complications associated with the use of peripheral stents and providing precautions and info for the correct application of the device.